Event description:
It was reported that at a routine generator change procedure, this pacemaker system configurations were changed by the programmer to prepare for the procedure. Shortly after the programming change, the patient was observed to experience a drop in blood pressure. The physician believes the drop in pressure was possibly due to ventricular fusion beats. The physician attempted to change the pacemaker settings back to the initial programming but was unsuccessful due to the programmer became unresponsive. Subsequently, the physician opted to continue with the procedure, explanting the pacemaker and replacing it with a new device successfully. No additional adverse patient effects were reported. At this time, the programmer remains in service. Additional information was received that reported that after the procedure, troubleshooting and rebooting efforts were attempted on this programmer. The troubleshooting efforts were successful, and the programmer was able to successfully interrogate the device. No additional adverse patient effects were reported. This programmer remains in service.

Manufacturer narrative:
This report is being submitted to correct the device codes field (h6) in section h, device manufacturers only. The device was not returned for product analysis because the user was able to resolve the issue, and the programmer remains in service at the healthcare facility. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that at a routine generator change procedure, this pacemaker system configurations were changed by the programmer to prepare for the procedure. Shortly after the programming change, the patient was observed to experience a drop in blood pressure. The physician believes the drop in pressure was possibly due to ventricular fusion beats. The physician attempted to change the pacemaker settings back to the initial programming, but was unsuccessful due to the programmer became unresponsive. Subsequently, the physician opted to continue with the procedure, explanting the pacemaker and replacing it with a new device successfully. No additional adverse patient effects were reported. At this time, the programmer remains in service. Additional information was received that reported that after the procedure, troubleshooting and rebooting efforts were attempted on this programmer. The troubleshooting efforts were successful, and the programmer was able to successfully interrogate the device. No additional adverse patient effects were reported. This programmer remains in service.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that at a routine generator change procedure, this pacemaker system configurations were changed by the programmer to prepare for the procedure. Shortly after the programming change, the patient was observed to experience a drop in blood pressure. The physician believes the drop in pressure was possibly due to ventricular fusion beats. The physician attempted to change the pacemaker settings back to the initial programming, but was unsuccessful due to the programmer became unresponsive. Subsequently, the physician opted to continue with the procedure, explanting the pacemaker and replacing it with a new device successfully. No additional adverse patient effects were reported. At this time, the programmer remains in service. Additional information was received that reported that after the procedure, troubleshooting and rebooting efforts were attempted on this programmer. The troubleshooting efforts were successful, and the programmer was able to successfully interrogate the device. No additional adverse patient effects were reported. This programmer remains in service.

Event description:
It was reported that at a routine generator change procedure, this pacemaker system configurations were changed by the programmer to prepare for the procedure. Shortly after the programming change, the patient was observed to experience a drop in blood pressure. The physician believes the drop in pressure was possibly due to ventricular fusion beats. The physician attempted to change the pacemaker settings back to the initial programming, but was unsuccessful due to the programmer became unresponsive. Subsequently, the physician opted to continue with the procedure, explanting the pacemaker and replacing it with a new device successfully. No additional adverse patient effects were reported. At this time, the programmer remains in service. Additional information was received that reported that after the procedure, troubleshooting and rebooting efforts were attempted on this programmer. The troubleshooting efforts were successful, and the programmer was able to successfully interrogate the device. No additional adverse patient effects were reported. This programmer remains in service. The device was not returned for product analysis because the user was able to resolve the issue, and the programmer remains in service at the healthcare facility. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Manufacturer narrative:
The device was not returned for product analysis because the user was able to resolve the issue, and the programmer remains in service at the healthcare facility. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that at a routine generator change procedure, this pacemaker system configurations were changed by the programmer to prepare for the procedure. Shortly after the programming change, the patient was observed to experience a drop in blood pressure. The physician believes the drop in pressure was possibly due to ventricular fusion beats. The physician attempted to change the pacemaker settings back to the initial programming, but was unsuccessful due to the programmer became unresponsive. Subsequently, the physician opted to continue with the procedure, explanting the pacemaker and replacing it with a new device successfully. No additional adverse patient effects were reported. At this time, the programmer remains in service.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that at a routine generator change procedure, this pacemaker system configurations were changed by the programmer to prepare for the procedure. Shortly after the programming change, the patient was observed to experience a drop in blood pressure. The physician believes the drop in pressure was possibly due to ventricular fusion beats. The physician attempted to change the pacemaker settings back to the initial programming, but was unsuccessful due to the programmer became unresponsive. Subsequently, the physician opted to continue with the procedure, explanting the pacemaker and replacing it with a new device successfully. No additional adverse patient effects were reported. At this time, the programmer remains in service. Additional information was received that reported that after the procedure, troubleshooting and rebooting efforts were attempted on this programmer. The troubleshooting efforts were successful, and the programmer was able to successfully interrogate the device. No additional adverse patient effects were reported. This programmer remains in service.